Event description:
It was reported that the reporter tried to flush the tubing at home with hptp pump for medication administration, but it didn't work. Medication was going back and forth. Lot number for tubing is 4235006. Patient used different tubing from different lot number it worked. No patient injury was reported. No patient information is requested/ entered as this is considered confidential in canada.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.